Event description:
It was reported to boston scientific corporation that the patient did not experience any discomfort or issues, but presented with mesh erosion during a follow-up examination, and was prescribed estrogen cream (unknown brand and duration). She was treated in the office, not the hospital. The patient was given surgical options to excise the mesh but chose not to seek additional treatment at this time.

Manufacturer narrative:
'Outcomes attrib. To ae' was changed from 'other' to 'required intervention'.

Event description:
It was reported to boston scientific corporation that the patient underwent an anterior repair procedure via horizontal incision and was implanted with an uphold vaginal support system on (B)(6) 2011. On (B)(6) 2011, the patient presented with mesh exposure at the apex, and was treated with estrogen (prescription brand and duration unknown). The patient also reportedly presented with a ureter obstruction post-procedure, although it was found to be unrelated to the procedure. The patient, who is reportedly over 18 years of age, is fine.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.